Event description:
It was reported that the device was used during a low anterior resection - sigmoid resection. The device did not fire a complete staple line. Case was completed with hand suture. There were no other reported consequences.